Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: access device was inserted for the application of anesthesia in surgery, no problems observed. During the operation, the medication started leaking from the injection valve. Later, during measurement of blood pressure, blood starting flowing out of the injection port freely. This happened twice on the same day using products from the same box. For the application of anesthesia fentanyl, propofol, aracutium and dexamethasone were injected through the injection port.

Event description:
It has been reported that the bd venflon¿ pro safety peripheral safety IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: access device was inserted for the application of anesthesia in surgery, no problems observed. During the operation, the medication started leaking from the injection valve. Later, during measurement of blood pressure, blood starting flowing out of the injection port freely. This happened twice on the same day using products from the same box. For the application of anesthesia fentanyl, propofol, aracutium and dexamethasone were injected through the injection port.

Manufacturer narrative:
Additional information: multiple lot numbers: there devices from multiple lot numbers returned. The information for each additional lot number is as follows: medical device lot #: 9105606. Medical device expiration date: 4/30/2022. Device manufacture date: 4/15/2019. Medical device lot #: 9052910. Medical device expiration date: 2/28/2022. Device manufacture date: 2/21/2019. Investigation summary: two photos were returned for investigation. The first photos shows the shelf carton with batch #9171946. The second photo shows one used cannula hub, valve moved was observed. Three used cannula hub (one used cannula hub attached with q-site stand alone (385100) and a b.braun safeset) were returned for investigation. As the samples were contaminated, the samples were decontaminated before investigation. The used samples were subjected to visual inspection, catheter adapter leak test and injection valve test. Leakage and valve moved was observed on 1 out of 3 cannula hub. The representative samples were subjected to visual inspection, catheter adapter leak test and injection valve test. Leakage and valve moved was observed on 1 out of 18 representative samples. Able to confirm the customer experience based on returned photos, returned used samples and returned representative samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the leakage was due to injection valve move within the cannula hub. CAPA#1298780 has been initiated to address this issue. Complaint trend would also be monitored.